Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the non-calcified, moderately tortuous mid right coronary artery. A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon initial inflation, after thrombus aspiration with a suction catheter, the balloon ruptured upon initial inflation. The pressure dropped at approximately 4 atm. The device was removed outside the patient. The procedure was completed with another of the same device.